Manufacturer narrative:
The mentor failure analysis lab received the device for evaluation on (B)(6) 2018. The analysis has begun, but is not complete at this time. When the investigation and analysis have been completed, a supplemental report will be submitted. The device history record (DHR) was reviewed on (B)(6) 2018, and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. Concomitant products: mentor smooth round moderate profile, catalog: 3501655, lot: 5677365. Manufacturer¿s reference number: (B)(4).

Event description:
On (B)(6) 2018, a mentor smooth round moderate profile 375cc saline breast prosthesis was received by the mentor failure analysis lab with no accompanying information. The devices could not be associated with an existing complaint. In the absence of clarifying information, it cannot be determined why this device was returned to mentor. However, the return of a device can be characteristic of an issue requiring removal of the device from a patient¿s body. As a result, this will be conservatively reported to FDA. This report addresses breast prosthesis catalog: 3501660, lot: 6425739.

Manufacturer narrative:
On 04/26/2018, mentor completed the investigation on the suspect medical device. Upon receipt by mentor, the device was received without fluid. No material was observed on shell surface. Device appears with a crease on both aspects, a rent measuring 0.1 cm was also observed within a crease on the anterior aspect, no other anomalies were observed. A root cause of the failure could not be determined. Manufacturer¿s reference number: (B)(4).